Manufacturer narrative:
(B)(4). Date sent: 4/16/2024. D4: batch # 654c59. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60w reload present. The reload was received partially fired 1/4. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No abnormal noises were noted during functional testing. The device event log was reviewed. The log indicates that the home button was pressed in the middle of the firing. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 654c59, and no non-conformances were identified. Additional information was requested and the following was obtained: during gbp case this morning the stapler made an odd noise and wouldn¿t fire. After the attempt to fire it almost sounded like an alarm sound.

Event description:
It was reported that during a gastric bypass procedure that the device locked out on the first firing with a white cartridge. The stapler made an alarming noise they had never heard. Reverse was used to open the device. Device only fired about the first four to six rows of staples then stopped. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.